Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal 2000 mcg/ml; flex dose 617 mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2017. It was reported an intraoperative difficulty occurred. On (B)(6) 2017 a pump revision/replacement was performed due to normal battery depletion. The physician was unable to aspirate via the catheter access port (cap) so a back table prime for the new pump of 0.3mls was done. There was originally 0.22 mls aspirated and then another 0.1ml aspirated after connecting the pump to the catheter for a total of 0.322mls. The physician considered programming a prime of 0.3mls. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that it was a pump replacement case and the doctor was unable to aspirate from the catheter access port (cap) so a back table prime was done. The reason for not being able to aspirate was not determined and will not be available. The patient's weight and medical history is not available and currently everything is resolved.